Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaks at the septum. The following information was provided by the initial reporter: it seems this batch have an issue with the small gray plug that the needle goes through, once the catheter is advanced into the vein and the needle removed the small gray plug allow flush to leak out; we have only had two incidents occur that I am aware of with this lot # but have pulled all the packages with this lot # out of use in the day surgery area and asked materials to remove this lot number as well. Repeat IV insertions. Additional info: 1. Impact to patient; defective IV not usable, patient had to be stuck a second time. 2. No adverse events or injury occurred.

Manufacturer narrative:
Investigation results: the complaint of a leak from the catheter septum was confirmed and the cause appeared to be manufacturing related. One used and twenty unused 20g nexiva units were provided for investigation. On the used sample, what appeared to be blood residue had bypassed the septum. The septum was noted to be smeared between the cannister and catheter adapter, which likely occurred during assembly due to the misalignment. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.